Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping from the infusion set cannula during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a supply change was performed to address the issue.